Event description:
After an initial implant procedure, failure to capture was observed on the right atrial (ra) lead. A dislodgement was confirmed with diagnostic imaging. The ra lead was explanted and replaced to resolve the event. The patient was stable.